Manufacturer narrative:
The peritonitis occurred on an unspecified dates "from (B)(6) 2016 to (B)(6) 2018". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as "many episodes of peritoneal infection". The cause of peritonitis was reported as "caused by staphylococcal infection and an undetailed cause". It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, duration and frequency not reported), moxifloxacin (oral, dose, duration and frequency not reported) and azithromycin (dose, route, duration and frequency) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.